Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the initial reporter confirming that the device was inspected prior to use with no abnormalities noted. The customer went on to note that this event took place during a bariatric surgery. Reportedly, the procedure was completed using another insufflator device with the patient¿s overall outcome noted as ¿good¿.

Manufacturer narrative:
This report is being submitted to capture additional information received from the initial reporter. That information is located in b5. Should further information be provided, another supplemental report will be submitted.

Event description:
The customer reported that he had two olympus high flow insufflation unit¿s with decreased pressure noted during separate procedures. Additional details relating to the patient(s) and the event(s) have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. This report is being submitted to address cases 1 of 2. For details concerning case 2 of 2, please see report with patient identifier (B)(6).

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.